Event description:
Site indicated that a subject being enrolled in the trident tritanium acetabular shell revision study, (B)(4), had previous stryker implants (original implant listed as 1986). Progressive pain and radiographic evidence of loosening were reported.

Manufacturer narrative:
The info was provided by stryker orthopaedics' clinical affairs dept. No add'l info is available at this time. Add'l f/u info may be obtained by the clinical affairs as it becomes available. The eval summary will be submitted in a supplemental report.